Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event on an unreported date. Treatment for the event was not specified, however, pd therapy was reported to be ongoing during treatment. At the time of this report, the patient had recovered from the event. No additional information is available.